Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 48.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.5cm from the distal tip. Internal insulation abrasion was noted at 7.5-8.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.